Manufacturer narrative:
The phaco handpiece was received and was flushed for particulates testing. The sample was visually and microscopically analyzed and found to contain a few blue fibers up to 983 m in length, a clear fiber approximately 675 m in length, a clear particle 176 ¿m in length, a clear fiber 630 m in length, a clear particle 123 m in length and several reflective particles that were up to 55 m in length. The fibers and particles were isolated and analyzed. The analysis identified elements including cotton (blue fibers), cellulose nitrate and texwipe (clear fibers) and chipboard and poly (clear particles). The analysis for the reflective particles identified elements including carbon, aluminum, titanium and vanadium. This metal is most likely a titanium alloy. However, the exact origin of the fibers and particles remains inconclusive. A visual assessment of the returned phaco handpiece revealed no visual nonconformities. The returned phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after a surgery the patient was experienced with toxic anterior segment syndrome (tass) like endophthalmitis. Additional information has been requested. Additional information received it indicating the event is only tass occurred after cataract procedure. The patient was recovered by using topical steroids and antibiotics. The bacterial test was not performed.